Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, an intracranial stent angioplasty, a 4.5x37mm enterprise stent 12mm dw tip deployed prematurely. It was reported that the stent was deployed without intention during advancing in the unspecified microcatheter (mc). There was no report of patient injury. Additional information received indicated that the stent prematurely detached in the prowler select plus 150/5cm microcatheter (606-s255x, 30361320). The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was resistance felt within the mc. It was necessary to remove the mc with the enterprise. No excessive force was applied to the device. The complaint device was removed from the patient without additional intervention. The left middle cerebral artery was being treated. It was reported that there was a significant prolongation of the procedure due to the event, it was noted that the time may increase the chance of perioperative risk. Additional information received confirmed that there was a significant delay in the procedure, however, it did not result in any patient injury. Based on the visual analysis of the photos provided for this complaint, it can be determined that the stent of the EU 4.5x37mm stent 12 mm dw tip was detached from the unit but no damages could be noted on it. Also, the delivery wire is noted in the picture, no damages were identified. One non-sterile unit EU 4.5x37mm stent 12 mm dw tip was received at cerenovus inside of a pouch for evaluation. The device was inspected, and it was noted that only the stent and delivery wire were returned for evaluation, they were inspected and were found in good normal conditions, the introducer was not returned for evaluation. The functional analysis could not be performed due to the introducer was not returned for evaluation. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Cerenovus performed a visual inspection on the returned device. Visual analysis of the returned sample revealed that the introducer was not returned for evaluation, the stent and the delivery wire were inspected, and they were found in good normal conditions, no damages or anomalies were observed. Since the introducer was not returned for evaluation and no damages were observed during the analysis, the customer complaint was not confirmed. The functional analysis could not be performed due to the introducer was not returned for evaluation. Stent deployment in microcatheter is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contain the following warnings: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: a2, a3, a4, a6, b5, g3, g6, h2 and h10. Section b5: additional information received on 25 jun 2021 indicated that the stent prematurely detached in the prowler select plus 150/5cm microcatheter (606-s255x, 30361320). The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was resistance felt within the mc. It was necessary to remove the mc with the enterprise. No excessive force was applied to the device. The complaint device was removed from the patient without additional intervention. The left middle cerebral artery was being treated. It was reported that there was a significant prolongation of the procedure due to the event, it was noted that the time may increase the chance of perioperative risk. Additional information received on 01 jul 2021 confirmed that there was a significant delay in the procedure, however, it did not result in any patient injury. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Initial reporter phone: (B)(6). Based on the visual analysis of the photos provided for this complaint, it can be determined that the stent of the EU 4.5x37mm stent 12 mm dw tip was detached from the unit but no damages could be noted on it. Also, the delivery wire is noted in the picture, no damages were identified. The reported condition ¿stent - deployment difficulty-premature/in microcatheter¿ could not be evaluated based on the pictures. Even with the stent noted to being detached from the unit, no damages could be noted that may contribute to the complaint. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Further investigation will be performed once the device returns for analysis. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, an intracranial stent angioplasty, a 4.5x37mm enterprise stent 12mm dw tip deployed prematurely. It was reported that stent was deployed without intention during advancing in the unspecified microcatheter (mc). There was no report of patient injury.